Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during robotic assisted laparoscopic rectal surgery procedure on (B)(6) 2023 when it was reported ¿tip of trocar was chipped during the surgery. Chipped tip fragments were retrieved." Further assessment questioning found that it is unknown what device was used to remove the fragments. The procedure was completed with a delay of ¿a few minutes¿. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The current status of the patient was reported as ¿unknown¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿tip of trocar was chipped during the surgery¿ was confirmed. Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. At this time the root cause of the event cannot be determined, but based on the evaluation and photos provided, a likely cause of this issue is the application of excessive force during use. A device history review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 102 complaints, regarding 105 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. Once proper entry has been made endoscopically, the bladeless optical tip access port should not be advanced for additional penetration. Continued entry of the access port at this point could cause injury to underlying anatomic structures. Do not use excessive or uncontrolled force. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during robotic assisted laparoscopic rectal surgery procedure on (B)(6) 2023 when it was reported ¿tip of trocar was chipped during the surgery. Chipped tip fragments were retrieved." Further assessment questioning found that it is unknown what device was used to remove the fragments. The procedure was completed with a delay of ¿a few minutes¿. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The current status of the patient was reported as ¿unknown¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.